Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm (malfunction 16) occurred. The customer reset the pump and the alarm did not reoccur. Blood glucose was not impacted.